Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was discarded, so no engineering investigation could be performed. Without additional info it is impossible to further investigate this event.

Event description:
The pt presented with a calcified stenosis in the common iliac artery. A 9mm x 10cm gore viabahn endoprosthesis was advanced over a guidewire through a 9 fr terumo introducer sheath. A retrograde approach was used and a pre-dilatation was performed. It was reported to gore that when the guidewire was advanced through the vessel, a small dissection of a side collateral due to the advancement of the guidewire was observed. The viabahn was advanced to the target region and successfully deployed. The angiography showed that there was no blood flow through the endoprosthesis. The introducer sheath and the guidewire were removed from the pt but still no blood flow through the device could be noticed. An unsuccessful declot procedure was performed. The decision was made to remove the viabahn and to surgically convert the pt to a bypass procedure.